Manufacturer narrative:
Additional information has been requested regarding the device details; however, have not been made available as of the date of this report. Should further information be provided, a supplementary report shall be submitted. This report is submitted on january 16, 2020.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth at the implant site. During the procedure, the abutment was removed and the patient was transitioned to a transcutaneous baha implant system. The internal fixture remains insitu.